Event description:
It was reported that when the patient was moved to the bed at the end of the operation, the foley catheter balloon deflated and fell out. They also filled the balloon with colored liquid after it was removed, but there were no problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be torn rubberize that causing leak. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue a review of the device labeling has been conducted. No additional action is required at this time. Correction: d, e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the patient was moved to the bed at the end of the operation, the foley catheter balloon deflated and fell out. They also filled the balloon with colored liquid after it was removed, but there were no problems.